Event description:
The event is reported as: during set up a cut was found in the circuit and it would not pass the leak test. No pt injury reported.

Manufacturer narrative:
Sample has not been received by manufacturer at time of this report. The results of the investigation are not complete at the time of this report. A follow-up report will be sent when investigation is complete.